Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported reason for bilateral removal is noted as ¿recall" and left side rupture. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified opening, crease fold, and yellow particles. Weight measurement of the device identified device weight was within specification. A microscopic analysis was performed which identified a striated edge opening consistent with use of a surgical tool. Based on the device analysis the final assessment was a striated edge opening on anterior side due to surgical damage.

Event description:
Healthcare professional reported reason for bilateral removal is noted as ¿recall" and left side rupture. Device was explanted.